Event description:
On (B)(6) 2012 customer reported that their dxc 800 pro instrument intermittently generated false high sodium (na) and chloride (cl) results for one patient sample on (B)(6) 2012. The results were not reported out of the lab. Customer stated that when the erroneous results were noticed, the samples were rerun on another dxc instrument and/or another methodology in the lab. Quality control prior to and after the event was within lab-established ranges. Field service engineer (fse) inspected the instrument and performed preventive maintenance, replaced the ratio pump, electrolyte injection cup assembly and co2 electrode. Fse verified instrument performance. Root cause of the event is unknown. Mdrs associated with this event: 2050012-2012-01064, and 2050012-2012-01066.

Manufacturer narrative:
Evaluation: results: fse performed preventive maintenance, replaced the ratio pump, eic assembly and co2 electrode.